Manufacturer narrative:
E1 - address (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video image not displaying. The event occurred during the tlc therapeutic procedure while the patient was under sedation, with the device outside the patient. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope mount corrosion. Based on the completed investigation, the root cause of the reported malfunction could not be definitively determined, and the cause of additional malfunction was traced to component failure. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from the customer.